Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 15x2.40mm, concentric and de novo target lesion was located in a severely calcified and non tortuous posterior descending artery (pda). A 110cm pt2ms guide wire was advanced and predilation was performed using an unspecified balloon catheter. A 2.50x16mm promus element plus drug-eluting stent was then selected and advanced to treat the target lesion. Upon attempting to cross the obstructive lesion in the proximal third of anterior descending(ad), it was noticed that there were deformation of the stent struts. Two promus element stents sizes 2.25x16mm and 2.25x20mm were implanted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).